Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump battery cap is damaged and a new one is needed. Customer also indicated that he was recently in the hospital with diabetic ketoacidosis. Customer stated that the hospital visit was for an infusion set that fell off of his body. Customer's blood glucose was unknown at the time of incident. Customer was advised that the battery cap would be replaced and to return the product for analysis. No further information was given.